Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices locked out. The devices were then dry fired. A third device was used to complete case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results found that the device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results for instrument (b) confirmed that it was returned non-functional. The instrument was cycled and fed 13 clips with gap, in addition, the orange indicator did not show up completely. The device was disassembled to verify the condition of the internal components and the advancer was found broken. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Results: malformed clips.